Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "blood leaking into the cathgard" is confirmed based on visual inspection of the device; however, the returned tuohy-borst passed functional testing. A leak can potentially occur from the tuohy-borst if the cap is not fully tightened. No leaks were noted during functional testing. The root cause of the leak is undetermined. A device history record review was conducted and it did not reveal any manufacturing related issues. The reported complaint will be monitored for developing trends.

Event description:
It was reported that the event involved a patient. While in the cath lab, during insertion of pacing catheter via patient's right femoral artery, blood was leaking through the sheath and tuohy-borst to the cath gard. The device was replaced. There was no interruption or delay in therapy. There were no patient complications. An email from cath lab coordinator at the hospital stated: "the sheath hub anchor is defective and even when tightened the sheath hub anchor leaks blood into the swandom."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a patient. While in the cath lab, during insertion of pacing catheter via patients' right femoral artery, blood was leaking through the sheath and tuohy-borst to the cath gard. The device was replaced. There was no interruption or delay in therapy. There were no patient complications. An email from cath lab coordinator at the hospital stated: "the sheath hub anchor is defective and even when tightened the sheath hub anchor leaks blood into the swandom."